Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. Customer support (cs) reviewed the pump and the basal history does not match the active basal program. The reporter stated that the patient had a blood glucose (bg) ranging from 250-550mg/dl with polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: alarm history shows a replace cartridge alarm on (B)(4) 2014 00:14; next primed was at 06:56. And a replace cartridge alarm on (B)(4) 2014 03:17; next prime was at 06:36. The total daily dose (tdd) adds up correctly and reflects the users programmed basal rate. Typical usage observed in alarm history. The pump correctly reflected 24.0u after 24hr duration test on 1.0u/hr basal program; no eaw¿s occurred during testing. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Returned battery cap and returned cartridge cap used to complete testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.